Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. Incorrect positioning or orientation of the filter is one of the potential complications cited in the IFU associated with this product. In the IFU, step 28 of the recommended filter implantation states ¿perform a control cavagram prior to terminating the procedure. Verify proper filter positioning.¿ there are no indications that the device malfunctioned.

Event description:
According to the notice received by way of (B)(4) complaint filed on (B)(4) 2016, the patient was prescribed and implanted with an option elite retrievable filter, on (B)(6) 2014 by dr. (B)(6) at (B)(6) hospital. The patient had a scheduled removal approximately 4 months later with dr. (B)(6) at (B)(6) on (B)(6) 2014. Dr. (B)(6) noted the filter ¿appeared tilted to the left, though appear patent without evidence of thrombus.¿ and further ¿the filter could not be grasped and it was felt the filter was embedded into the wall.¿ the patient had a second retrieval scheduled on (B)(6) 2014 with dr. (B)(6) at (B)(6) hospital. The physicians noted that following ¿multiple attempts over an extended period of time¿ the filter could not be retrieved and the procedure was terminated. The physicians further noted an ¿unsuccessful but uncomplicated attempted ivc filter retrieval.¿ the patient alleges ¿serious, life threatening injuries¿ but no details are provided within the complaint. Argon¿s attorneys are attempting to gather information.